Event description:
On (B)(6) 2014, the patient was admitted to the hospital due to confirmed ventricular pacing failure. During the follow up , when the patient lay down and got up on the bed, noise was observed on ventricular egm. Since ventricular pacing inhibition was considered due to this oversensing, ventricular sensitivity was changed to 8.0mv. On (B)(6) 2014, another pacemaker check was performed. On the monitor ECG, pacing spikes were confirmed but pause (3-6seconds) was observed due to loss of capture. When the ventricular output was changed to 5.0v, capture loss was no more confirmed; but ventricular pacing inhibition due to oversensing was observed. Twitching was confirmed on unipolar setting. Ventricular output was changed from 5.0v to 2.5v. The pacemaker behavior was monitored from 10:00 to 14:00, but oversensing and loss of capture were not observed. On (B)(6) 2014, it was reported that oversensing was observed several times. A re-intervention was performed on (B)(6) 2014. Both leads were disconnected from the device and measured by an analyzer. The r-wave of the ventricular lead was immeasureable and noise was observed to this lead. The subject ventricular lead and the atrial lead were cut around the connector portion and left inside the body. New leads were implanted.

Manufacturer narrative:
.

Event description:
On (B)(6) 2014 the patient was admitted to the hospital due to confirmed ventricular pacing failure. During the follow up , when the patient lay down and got up on the bed, noise was observed on ventricular egm. Since ventricular pacing inhibition was considered due to this oversensing, ventricular sensitivity was changed to 8.0mv. On (B)(6) 2014 another pacemaker check was performed. On the monitor ECG, pacing spikes were confirmed but pause (3-6 seconds) was observed due to loss of capture. When the ventricular output was changed to 5.0v, capture loss was no more confirmed; but ventricular pacing inhibition due to oversensing was observed. Twitching was confirmed on unipolar setting. Ventricular output was changed from 5.0v to 2.5v. The pacemaker behavior was monitored from 10:00 to 14:00, but oversensing and loss of capture were not observed. On (B)(6) 2014 it was reported that oversensing was observed several times. A re-intervention was performed on (B)(6) 2014. Both leads were disconnected from the device and measured by an analyzer. The r-wave of the ventricular lead was immeasurable and noise was observed to this lead. The subject ventricular lead and the atrial lead were cut around the connector portion and left inside the body. New leads were implanted.